Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on march 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to improper placement of the electrode array. The patient was re-implanted with another cochlear device during the same surgery.